Manufacturer narrative:
Additional information received: it was reported the patient had a follow up 3 year visit where the limb occlusion on right side is still present from ultrasound. However the patient has no ischemic rest pain, tissue loss or other concerns related to this. Per the investigator the patient reconstitutes their external iliac from collaterals from their hypogastric circulation and appears to have intact runoff to the distal leg. Thus the occlusion is still present but asymptomatic. Given level of function i.e. Continues to ride bike, do daily chores, etc. No revascularization was recommended and the patient will be continued to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: endurant stent graft, catalog number: unknown, serial number: unknown, use by date: unknown, and upn # unknown. Endurant stent graft, catalog number: unknown, serial number: unknown, use by date: unknown, and upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant stent graft system during the endovascular treatment of a 92.8mm abdominal aortic aneurysm. The proximal neck diameter measured 19.1-20.8mm and the neck measured 10mm in length. Proximal neck angulation was noted as 63 degrees. It was reported that approximately 2 years 5 months post implant, patient follow up identified right limb occlusion. The patient had symptoms of right thigh cramping with bike riding/ambulation. The event remains unresolved. Per the investigator the cause of the event is undetermined. The sponsor has assessed the event as not device or procedure related and unlikely related to the aneurysm. No additional clinical sequelae were reported and the patient will be monitored.